Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedances measuring 126 ohms. Technical services noted there has been a gradual rise over the last six months. Technical services provided programming and troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.